Event description:
It was reported that the customer has passed away at home. The cause of death is unknown. The caller stated that the customer went into a coma and died. The customer's blood glucose at the time of death was unknown. The customer was wearing the insulin pump at the time of death. The caller did not know if the customer used sensors. The caller did not know where the insulin pump was and could not verify the material and serial number of the device. The call was disconnected. A callback was attempted but there was no answer. The device information used on this medwatch report is the last known insulin pump to have been issued to the decedent. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.